Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot number is unknown, the shopfloor paperwork cannot be reviewed.

Event description:
It was reported that during a pci procedure, the tip of the pt2 guidewire separated and remains in the patient. The lesion was located in the left anterior descending (lad) coronary artery, which the physician "considered that the lesion was hard". The physician attempted to predilate the lesion with another manufacturer's balloon which ruptured at 12 atms. Another manufacturer's stent was implanted at the lesion in the lad, crossing over the 1st diagonal branch. When the pt2 guidewire was advanced through the stent following poba with a quantum maverick balloon, the tip of the pt2 guidewire separated 5-10mm away from the distal end. The tip has been left in the 1st. Diagonal branch of the lad. No attempts were made to retrieve the separated tip. The procedure was completed with this device. Patient status was reported as 'good'. Additional information has been requested.